Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger power connector problem) was confirmed. Upon receipt, the power brick was defective. The cause was a ground prong that was broken off the power brick. The root cause for the broken power brick prong was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged battery charger power brick prong. The pt received a replacement battery charger.

Event description:
A pt service rep contacted zoll customer support while fitting a (B)(6) male pt to report that the ground piece was broken off the battery charger cable. The pt was provided with a replacement battery charger.